Event description:
The customer reported via phone call that they were hospitalized and they had to visit emergency room due to hypoglycemia on (B)(6), 2021. Customer's blood glucose level was unknown at the time of hospitalization. The customer had symptoms of shaky, calmly, headache as a result of low blood glucose. Customer was treated with glucagon and intravenous insulin drip at the hospital. Customer's current blood glucose level was unknown. The customer alleged the pump was over delivering insulin. The insulin pump was exposed to high magnetic field. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature at the time of the event. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.